Event description:
It was reported that during treatment of an unruptured, saccular aneurysm located at the left ophthalmic artery segment of the left internal carotid artery (maximum diameter 4.2 mm, neck diameter 3.5 mm), angiography was performed and the phenom27 catheter was positioned under guidewire guidance. When the pipeline stent was deployed through the phenom27 catheter, it could not be opened at one third of the way. Multiple attempts to deploy the stent were unsuccessful. The system was withdrawn and replaced with a new phenom27 catheter. The stent could not be withdrawn from the original phenom27 catheter, and the stent delivery rod was found to be stretched. The stent was replaced and redeployed, and the procedure was completed. Postoperative angiography showed contrast retention in the aneurysm. Dual antiplatelet treatment was administered. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was minimal. The landing zone was 4.1mm distal and 5.0mm proximal. Dual antiplatelet treatment was administered. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID: ped-500-16, (b777035); date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge (m-84083 m-84081) camera (panasonic lumix dmc-zs5), 0.0260¿ mandrel as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The phenom-27 was returned further within a dispenser coil. The pipeline flex pusher was returned further within its introducer sheath and a rhv. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 hub. Dried blood/saline, distal delivery wire and braid found within hub. The phenom-27 catheter body was found kinked at ~43.8cm and ~45.0cm form the proximal end. No damages were found to the marker bands. The distal tip was found damaged. No damages were found with the pipeline flex proximal pusher. The hypotube was found stretched. The distal delivery wire was found separated from the hypotube proximal to the wire weld. The resheathing pad, proximal bumper and resheathing marker were found still on the distal wire and found undamaged. The ptfe dps sleeves was found undamaged. The tip coil became damaged during the extraction from the phenom-27. The braid ends were found occluded with dried blood. Once the blood was dissolved, the proximal braid end was found tapered, frayed and damaged. The distal braid end was found fully opened, frayed and damaged. Testing/analysis: the micro catheter was cut to remove the distal wire and braid. The tip coil became separated and remained stuck within the catheter. The separated distal wire was sent out for eds analysis. Resistance testing could not be tested as the phenom-27 was cut to remove the device. Conclusion: based on the analysis findings and from the damages seen on the braid (damaged/frayed); hypotube (stretched), distal wire (separation), tip coil (damaged), catheter (kinked), and catheter tip (damage); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the phenom-27 catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. A review of the manufacturing processes did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. The customer report of resistance was confirmed as the damages found is consistent with resistance. The phenom-27 was found kinked and the distal tip was found damaged, potentially contributing to res istance. However, it is also possible the damages occurred due to advancing/retracting the pipeline flex against the reported resistance. The likely cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. There was resistance in the distal section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. The distal section of the pipeline failed to open. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline.